Event description:
The patient¿s pump was prophylactically removed to avoid in vivo battery depletion. No symptoms were reported. Themedications used within the system were dilaudid, bupivacaine, and baclofen.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed the reservoir bellows were deformed in shape, and there were reservoir access issues due to residue present before internal decontamination. An x-ray revealed the bellows were collapsing unevenly, and the fluid path was destructively analyzed showing significant precipitate in the folds of the bellows. The pump passed all non-destructive testing.